Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. The pump was programmed with multiple bolus deliveries, and all bolus delivered properly their indicated amounts and were properly recorded in daily history. No data anomaly noted during care link pro download. Successfully downloaded history files and traces using thus. No unexpected, failed device anomalies noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unit received cracked battery tube threads, fading serial number label, missing display window cover, and cracked case at battery tube side. In summary, the customer alleged possible over delivery anomaly not confirmed. No unexpected delivery occlusion alarm noted. No unexpected, failed device anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump was underdelivering and frequently displayed insulin flow blocked alerts. The customer reported that the high pressure test did not pass twice. The customer reported a blood glucose value of 235 mg/dl, and the current blood glucose value was 229 mg/dl the customer experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-397a, mmt-7040a, and mmt-1884. Troubleshooting was performed. The customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer is using the minimed 670g/770g/ 780g system with the auto mode/smartguard feature active at the time of a high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a, mmt-397a, and mmt-7040a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.